Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra sales representative on may 20, 2019. Results: the sep8 had bends from approximately 144.0 ¿ 149.0cm from the proximal end. The bulb was fractured approximately 149.0 cm from the proximal end, proximal to the bulb. The distal fractured segment was not returned. There were no signs of the sep8 becoming stretched. Conclusions: evaluation of the returned sep8 confirmed a distal fracture, near the proximal end of the bulb. The complaint reported that the sep8 was used in more than five passes prior to the discovery of the fracture. The complaint also reported that the bulb may have broken off while retracting the sep8 through the closed valve of the rhv. Based on the complaint report, the break in the returned sep8 may have been due to the being retracted through a closed valve after extensive use. If the device is forcefully retracted against resistance it may become fractured. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 8 (sep8). During the procedure, the physician made several successful passes using the sep8 to remove the thrombus found in the target vessel after a non-penumbra stent was implanted a few days prior. Upon completion of the thrombectomy procedure, the physician removed the sep8 and noticed that the bulb at the distal tip of the sep8 was missing. Therefore, the patient underwent an angiograph, and it was confirmed that the bulb at the tip of the sep8 had broken off and was left inside the patient. It was reported that before the last pass, the sep8 may have been retracted with the rotating hemostatic valve (rhv) valve closed, causing the bulb of the sep8 to be detached and, when the physician advanced the sep8 again, the detached bulb may have been pushed back down into the anterior peroneal artery. No attempts were made to retrieve the bulb. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2019-00669. Results: the sep8 had bends from approximately 144.0 ¿ 149.0cm from the proximal end. The bulb was fractured approximately 149.0 cm from the proximal end, proximal to the bulb. The distal fractured segment was not returned. There were no signs of the sep8 becoming stretched. Conclusion: evaluation of the returned sep8 confirmed a distal fracture, near the proximal end of the bulb. The complaint reported that the sep8 was used in more than five passes prior to the discovery of the fracture. The complaint also reported that the bulb may have broken off while retracting the sep8 through the closed valve of the rhv. Based on the complaint report, the break on the returned sep8 may have been due to retracting the bulb through a closed valve after extensive use. If the device is forcefully retracted against resistance it may become fractured. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 8 (sep8). During the procedure, a sep8 was used to remove the thrombus found in the target vessel after a non-penumbra stent was implanted a few days prior. After the thrombectomy procedure had ended, the physician removed the sep8 and noticed that the bulb at the distal tip of the sep8 was missing. Therefore, the patient underwent an angiograph, and it was confirmed that the bulb at the tip of the sep8 had broken off and was left inside the patient. No attempts were made to retrieve the bulb. There was no report of an adverse effect to the patient.